Event description:
It was reported that high capture thresholds were observed on the right atrial (ra) lead and low pacing impedance was observed on the right ventricular (rv) lead. The ra and rv leads were explanted and replaced. The patient was stable, presented for a follow up in clinic post procedure and was doing very well.